Manufacturer narrative:
H6: code 3331 a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code 213 the review of the manufacturing paperwork verified that this lot met all pre-release specifications. H6: code 67 no problem detected.

Event description:
The patient was implanted with a gore® tag® conformable thoracic stent graft with active control system on (B)(6) 2020 to treat a thoracic aortic aneurysm. On (B)(6) 2020, the patient was implanted with a gore® excluder® aaa endoprosthesis. The patient tolerated the procedure. Additional information from the fsa stated that the reintervention was performed to treat further malperfusion. Per the physician, it was unrelated to the ctag device.